Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems - a thoracic system and a cervical system. This report is regarding a cervical system. It was reported the patient experienced drainage from her scs ipg site incision. The physician observed a small hole through which the ipg was visible. Patient was prescribed antibiotics. The patient stated the physician later irrigated, clean and reclosed the ipg pocket site. Further, the patient stated she continues to experience drainage and was advised to contact the physician.